Event description:
It was reported that a fibrin formation was observed approximately two months post iol implant in the patient's right eye. The patient was treated with corticosteroid every hour during one week. The patient's current manifest refraction is +2.00 -2.00 x 075 and bcva 0.8. The patient preoperative bcva was 0.16. There were no reported complications during implant procedure. The patient was not compliant with the post op anti-inflammatory and antibiotic regimen.

Manufacturer narrative:
Based on the information received, a root cause can not be determined. The device remains implanted; therefore, not available for evaluation. The lot history, trend analysis, risk analysis, and directions for use were reviewed and were considered acceptable. This complaint type was within anticipated rates. A device history record (DHR) review was performed and there were no non-conformances or anomalies that relate to this complaint. Furthermore, fibrin reaction is an anticipated adverse event of cataract surgery covered in the product dfu in the warning section labeled as inflammation.